Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and could not duplicate the alleged malfunction. The fse performed full functional test with oscilloscope electrocardiogram (ECG) high level bp gains and the iabp passed the test. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had ECG issues. There was no patient harm and no adverse event was reported.